Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic with device exhibiting post-paced t-wave oversensing. Programming changes were recommended and were made.